Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the lag screw (280.050), coupling screw (338.20), and guide shaft (338.20) were returned. The threaded tip of the coupling screw is broken off in the back end of the lag screw. The technique for inserting the lag screw is to insert the coupling screw into the guide shaft and thread it into the back of the lag screw, making sure that the tabs of the guide shaft seat fully into the slots of the lag screw. These tabs are the main feature used to deliver the insertion torque to the lag screw for insertion. The tabs on the returned guide shaft are deformed (twisted and bulged outward) and will not fit into the slots of the lag screw. As a result, the guide shaft cannot be seated into the back of the lag screw. One of the slots on the lag screw is damaged on the back and metal is actually twisted up and around the part indicating that the shaft was not seated during lag screw insertion. This would cause the coupling screw to take the majority of the insertion/twisting load that is normally taken by the guide shaft and could lead to the type of breakage noted on the returned parts. In addition, the guide shaft keeps the assembly aligned during insertion and without it being properly seated, the coupling screw to lag screw connection could also be subjected to excessive side loading. The cause of the breakage appears to be due to the damage to the guide shaft tabs which prevented it from seating properly into the lag screw and is not due to any design related issues the design is adequate for the intended use and the complaint condition is due to damage to the tabs on the end of the guide shaft. Therefore it is concluded that this complaint is invalid.

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that during a dhs/dcs lag screw procedure, the threaded end of the coupling screw broke off into the back end of the lag screw while it was being inserted. The surgeon selected another coupling screw and lag screw, and completed the procedure with no further problem. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.